Event description:
A us distributor reported that a monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (cannot run d&t testing) was not confirmed. As receive the monitor passed detect and treat testing. However, the monitor failed a pulse test after evaluation. The cause for failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (cannot run d&t testing) was not confirmed. As receive the monitor passed detect and treat testing. However, the monitor failed a pulse test after evaluation. The cause for failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.